Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of a homechoice cassette and the transfer set. This occurred during the initial drain of automated peritoneal dialysis therapy. The patient was connected at the time of the event and the patient reconnected. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to contact their therapy clinician regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.